Manufacturer narrative:
Investigation: ring, flap and housing are separated from each other, safety strap is intact. The loading tube has white stress marks. The blue ring has a white stress marks and a crack located close to the hinge. The housing is ruptured approx. 3 mm close to the esophagus flange, where it meets the waist of the housing. These observations strongly indicate that abnormal stress has been applied to material and components. The most likely scenario is that the esophagus flange was wrongly (backwards) folded while traveling through the loading tube. Discussion: during insertion the loading tube is placed in the puncture. If the ring is separated from the prostheses during insertion, the most likely scenario is that the ring would end up in the esophagus, not the trachea. Conclusion/ action: based on the description in the complaint report vs. Discussion and the observations of damage to the components, this complaint is judged to not be a result of a faulty product. The clinician should be instructed to follow the IFU to secure a proper handling when inserting the activalve. The clinician may need additional education.

Event description:
During insertion of the voice prosthesis, the inserter pin broke through the prosthesis and the blue ring of the activalve came loose and detached from the silicon corpus of the valve. All parts could be retrieved from the trachea with suction. The patient was not affected by the event and has now a replacement valve.